Manufacturer narrative:
One partial returned sample was received; this consisted of only a used segment of the device. The segment received is tubing and female luer. The tubing is cut. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. Functional leak testing was could not be performed on the segmented returned device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected. When the tubing was being hooked up to the saline lock prior to infusion, the tubing popped off the saline lock connector clave. The saline lock was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.